Manufacturer narrative:
This incident is being recorded as an initial/final under (B)(4). Review of the most recent repair record determined the comb, ratchet handle assembly, and bottom roller were damaged. The comb, spring, bottom roller, ratchet handle assembly, and screws were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery there was an unknown malfunction with the device. Upon evaluation it was noted that the comb of the device was damaged. No patient involvement. Diligence is complete.